Event description:
While attempting to monitor the heart rhythm of a patient the device displayed a "poor pad contact" message. The user switched to ECG monitoring leads and the device displayed that the patient's heart rhythm was asystole. The patient subsequently expired, however it was not a result of the reported malfunction.